Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received no delivery alarm as well as motor error alarm. The customer blood glucose level was 404 mg/dl at the time of incident. Customer stated that he already changed the whole set 3 times and still getting the no delivery. Customer stated that troubleshooting stopped since the insulin pump needs to be change. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm during testing noted. The motor was tested outside the device and passed.(B)(4).